Event description:
It was reported that the right ventricular (rv) lead had elevated rv impedances, oversensing and a lead fracture. An audible alert notified the patient. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted that the defibrillation coil was distorted, the defibrillation conductor was cut , there was outer insulation abrasion (breached), the inner tubing was kinked/buckled, the outer tubing overlay cosmetic environmental stress cracking, the inner tubing was torn, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer overlay tubing , the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched. The lead appears to have been implanted with a bend in it at the fracture site.